Manufacturer narrative:
The device was returned for analysis. The reported deployment failure and the reported mechanical jam were unable to be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, moderately tortuous and 80% stenosed anatomy resulted in restricting the shaft lumens from moving freely, thus preventing the thumbwheel from rotating and resulting in the reported mechanical jam and the reported deployment failure. Interaction/manipulation of the device resulted in the noted multiple stent sheath wrinkles and ultimately resulted in the noted stent sheath radial tear. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, moderately tortuous, 80% stenosed left superficial femoral artery. A 7x60mm absolute pro self-expanding stent system (sess) was advanced with an unspecified 6f sheath. There was resistance during deployment, and the stent completely failed to be deployed. The sess was removed, and an unspecified absolute pro stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.